Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. Additionally, the battery gauge was intermittently observed to be fluctuating. The customer provided a blood glucose range of 130-140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged charging issue was verified; however, the battery fluctuation issue could not be identified.